Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.5/1.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6)2023. Lens was explanted on (B)(6)2023 due to patient experiencing severe and persistent headache and migraine. Problem resolved. Reportedly, no new lens will be implanted. Patient used her normal painkillers used for migraine(naproxen, sumitraptan).